Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl and correction boluses were delivered to address bg. Customer alleged pump may not have been delivering insulin. No occlusion alarms occurred and no issues with the infusion set were observed. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.